Manufacturer narrative:
(B)(4).

Event description:
It was reported that since implant, the patient was having an allergic reaction. The reporter thought, the patient was having a reaction to prialt in the pump, and the patient believed that she had an allergy to the silicone in the catheter/pump, and ¿believed the silicone set off a reaction that set off the prialt side effects.¿ the patient stated that almost immediately after implant, she felt like she had sinusitis with pain, headache that did not improved when lying down, and pressure. Additionally since implant, the patient has not felt right and has ¿felt lousy.¿ symptoms included sea sick, nausea, vomiting, not feeling well. The patient noted that there had been no fever and her breathing was back to normal, had good urine output, and was taking benadryl every 8 hours. Three weeks post implant, the sutures were removed from the patient¿s back area where the catheter was implanted and ¿immediately it opened up and started draining serous fluid.¿ the patient stated that she was resutured but two weeks later the site began draining serous fluid again. The back incision opened on its own three times. The patient noted that she had allergies to many things, and recalled having an allergic reaction to internal sutures years ago where the symptoms were the same as those she was experiencing now. The patient was complaining of a general sense of not feeling well, allergies, nose stuffiness, and swelling. The patient had swelling in her legs/lower bilateral extremities (first reported 2015 (B)(6)) and shortness of breath/difficulty breathing. The reporter noted that the symptoms sent the patient to the emergency room multiple times, particularly because, the healthcare professional (hcp) was questioning if it was a cardiac issue. The patient stated that there was swelling and seroma around the pump site. It was ¿so swollen it looked like the patient had a 10 pound tumor in her belly right where the pump is,¿ ¿it¿s a huge gross edema since post op.¿ at a pump refill the hcp (nurse) had to utilize a fluoroscope to locate the reservoir port. The hcp aspirated 40cc of serous fluid there that was not even ¿a drop in the bucket¿ for the amount of fluid buildup that was there, ¿copious amounts in the back and pump area of the patient¿s body¿ per the patient. The prialt was taken out of the pump and saline was put in and the patient stated she already felt an improvement of the ¿layered symptoms¿ she was experiencing. The patient later stated that after they took out the medication from the pump 2015 (B)(6) she was still having massive allergy symptoms. The reporter wanted the password to turn off the pump. The pump was filled with saline and the hcp stated she would program it to stopped pump mode with a plan to explant the pump. The patient did not go to the ER at that time as recommended by her hcp. The patient stated ¿the minute the pump was turned off the symptoms subsided,¿ ¿cause I started to have symptoms post operatively, the saline was running through the pump and knocking loose the silicone and running through my body.¿ the patient noted that she did a trial with prialt, it covered the pain 100% and she didn¿t have an allergic reaction; ¿it¿s the reason why she went with the prialt pump.¿ the patient was admitted to the hospital 2015 (B)(6) and put on intravenous (IV) and antibiotics, and 2015 (B)(6) the pump was explanted. The patient stated that 2015 (B)(6) through 2015 (B)(6) she met with her manufacturer¿s representative and had an appointment 2015 (B)(6). The patient was to see her allergist 2015 (B)(6) to get testing done. The pump was used to infuse prialt (ziconotide). Further follow up was conducted to obtain additional information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8780, serial# (B)(4), implanted: 2015 (B)(6); product type catheter. (B)(4).

Event description:
Additional information received reported the pump was removed on (B)(6) 2015. The patient wanted to know if she could be ¿detoxed¿ from the silicone. The patient had a hard lump in her abdomen where the pump was placed. The patient¿s incision near the catheter had opened three times and was draining serous fluid (clear, yellow fluid). The incision was re-sutured 2 times. It was unclear whether the patient was referring to new instances of the incision opening, or if they were referring to the previously reported instances of the incision opening, requiring re-suturing. The reporter stated the reaction was not from the medication because she did not have a reaction during her trial. Saline was initially in the pump, then she had prialt, and the patient thought she was getting 2 mcg per day, and then it was reduced by 33% to 1.08 mcg per day. The patient had talked with her doctor, and also spoke to an allergist and he confirmed that it was the silicone. The patient had a big lump on the abdomen where the pump was removed and it was not going down. The patient was referred to their hcp.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial/lot# (B)(4), ubd: (B)(6) 2016, UDI# (B)(4). Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 01-may-2019 from the patient who reported that she still had a big lump/chunk of silicone in her belly on the right side and recently, the last 2 years or so, she had been having shortness of breath, a nasal problem, a runny nose, and headaches. The healthcare professionals had done several tests like a pulmonary test and echocardiogram and they were fine. Per the patient, she was initially on prialt and nothing happened to her for several days. She was pain free; she didn¿t have an issue with the medication. The patient was calling because she had seen a dermatologist today (B)(6) 2019) who wanted to speak to someone in technical services regarding the pump. The technical services number was given to the patient for her dermatologist, so that the dermatologist could call in as the patient was unwilling to provide the dermatologists name. No further complications have been reported as a result of this event.

Manufacturer narrative:
Medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. (B)(4). If information is provided in the future, a supplemental report will be issued.